Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep stated the cause of the high impedance was not determined and the impedance issue was resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep). It was reported that the device had the exact same impedance issues as the device they did not implant. High impedance was noted. The healthcare provider (hcp) decided to implant the device as patient had perfect responses with both bellows and toes with all 4 electrodes during lead implantation. Troubleshooting included: turned off the c-arm and overhead lights, took the ins out of pocket, removed lead, wiped down, reinserted into device, placed back in pocket and tried impedance tests again. They tried settings at 1.0v 210pw, 1.5v 270pw, 2.0v 330pw. They also tried to see motor responses while turning up case at 0-1 + to 2v ,+0- to 4v and there was no response. It was noted that rep started patient on program 2 with following settings: 0-3+ 0.8v , 0.9v, 07 and 1.7 for vaginal. The indications for use for this patient were gastrointestinal/pelvic floor. Refer to manufacturer report # 3004209178-2017-02593 for high impedance and the device was not implanted